Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error code appeared on the display screen of the programmer while attempting to interrogate the implanted device. The caller disconnected the battery and rebooted the programmer, which resulted in the error code reappearing. It was suggested that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.